Event description:
The study patient received two leads with the same lot number. It was reported the patient had fallen at home, and then lost stimulation. X-rays were taken, and the patient was reprogrammed. The patient received some stimulation coverage, but reported the coverage was not as effective as before the fall. It was reported the patient would be sent for a consult regarding a possible surgical lead procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.